Event description:
Alliance registry. It was reported that the patient experienced restenosis requiring additional intervention. The 75% stenosed target lesion, located in the mid left anterior descending (lad) artery, was treated with a 3.50 mm x 15.00 mm agent dcb. Approximately six months later, the patient experienced chest pain when ascending and descending the stairs or walking. Coronary angiography revealed an in-stent occlusion of the right coronary artery. Significant stenosis was also observed in the lad with ffr 0.53. A coronary artery bypass grafting (CABG) procedure was performed 2 months later.